Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with air bubbles in gel and erroneous results. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with air bubbles in gel and erroneous results. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for air bubbles in the gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for air bubbles in the gel with the incident lot was observed. For the issue relating to erroneous potassium, based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-009-pic (erroneous potassium) was appropriate. Root cause description: based on the investigation, the most likely root cause for the air bubbles in the gel was determined to be related to a manufacturing incident. For the issue relating to erroneous potassium, based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-009-pic (erroneous potassium) was appropriate.